Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 33 mg/dl, while wearing the pod for longer than 48 hours. The patient reports they had become dizzy and fell, hitting their forehand and nose. The patient's parent had given them vaqsimi nasal spray. Once the paramedics arrived, the patient did not need treatment. The patient's parents, brought them to the hospital later in the evening. Once at the hospital, the patient's pod was removed. The patient had lab tests administered. The patient was at the hospital for 3 hours. The pod will not be returned, as it has been discarded.